Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneously low tobramycine (tob) and vancomycine (vanc) results of <0.10 mg/dl from one (1) patient sample, generated by the unicel dxc 880i synchron access clinical system (full system). The results were reviewed by the pharmacologist and the pharmacologist questioned the vanc results. It is unknown if the pharmacologist questioned the tob result. The operator confirmed the test for vanc by diluting the sample. The sample was diluted with a calibrator level 4 yielding a vanc result of 12 mg/dl and a calibrator level 5 also yielding a result of 12 mg/dl. Approximately five (5) hours later the sample was then repeated with results of 0.38 mg/l for tob and 10.75 mg/l for vanc. The difference in the tob results was within the precision of the assay. It is unknown if the low results were reported out of the laboratory and if patient treatment was affected.

Event description:
This is a follow up report to document additional information that was supplied by the customer. The customer indicated that both of the original tob and vanc results were reported out of the laboratory. There was no correction for the tob result since the original and the retest reported values were within the same precision claim. The customer did correct the vanc result to 10.75 mg/l with an amended report. Per the customer's process, the pharmacologist reviewed the results before reporting to the physician. Patient treatment was not affected in this event.

Manufacturer narrative:
Per the customer complaint records, the controls were run before this incident and the results were within established ranges. Service was not dispatched for this event. The root cause is unknown, but per customer contact, this is believed to be a short sample issue possibly due to bubbles. The sample was manually transferred from a primary tube into an aliquot tube.